Event description:
It was reported that 5 ml bd luer-lok¿ syringe sterile, single use leaked. This was discovered before use. The following information was provided by the initial reporter: hcp connected with reuse needle and used. Drug leaked from the connection. Replaced by new product and conducted operation.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 ml bd luer-lok¿ syringe sterile, single use leaked. This was discovered before use. The following information was provided by the initial reporter: hcp connected with reuse needle and used. Drug leaked from the connection. Replaced by new product and conducted operation.